Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and suture was used. Before the package was opened, a hole seemed to be stuck on the package. The device was not used on the patient. There were no adverse patient consequences reported.